Event description:
The patient was admitted to the hospital on (B)(6) 2008 due to chest pain; autocapture was turned off. On (B)(6) 2010, the patient was admitted with loss of capture. On (B)(6) 2010 the patient was admitted with complete heart block, bradycardia, chest pain and loss of capture. Although an echocardiogram did not find lead fracture, damage, dislodgement or perforation, the lead was capped and replaced. Increased scar tissue was observed at the original implant site.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.